Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report # 2916596-2017-02252. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 15 days. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that the patient expired on (B)(6), approximately 15 days after a pump exchange. No further information was provided regarding the patient's expiration. Additional information has been requested but has not been provided.

Manufacturer narrative:
A correlation between the device and the patient's outcome could not conclusively be established. It was reported that the clinic believed that the patient's expiration was not device-related and decided not to return the pump for evaluation. Multiple types of organ failure, including renal, respiratory, and right heart failure, are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's cause of death was multiple organ failure. It was reported that the clinic believed that the patient's expiration was not device-related and decided not to return the pump for evaluation.